Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed came down suddenly, and a wire broke, 2 screws fell off and residue fell from the structure of the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Hillrom received a report from a hillrom technician stating the bed came down suddenly, and a wire broke, 2 screws fell off and residue fell from the structure of the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the bed came down suddenly, and a wire broke, 2 screws fell off and residue fell from the structure of the bed. Inspection of the device found the bed head section going down by itself due to the damaged solenoid valves. This would cause a slow drift, not a collapse. The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. This is not an electrical function starting on its own but rather a valve staying open and the head or foot section drifting down. A drift is a slow and gradual motion over a certain period of time. The end user would have to raise the head or foot of the bed for the drift to occur. Based on the end user or caregiver being present and actively operating the bed up function, it is unlikely this issue would cause or contribute to a death or serious injury if this were to recur.